Event description:
The patient was receiving tube feeds through a corflo nasogastric tube. Reportedly the patient removed the tube. A new corflo feeding tube was placed. A kub x-ray was obtained post insertion and revealed the weighted tip of the first nasogastric tube the patient had pulled out, visible in the gi tract. There was no apparent patient harm.

Manufacturer narrative:
There was no report of patient injury. One used nasogastric tube was returned for investigation. The bolus was detached from the tubing and was not returned. One case of lot 70632 was taken from inventory and the bond between the bolus and tube was tested. The results were an average peak force of 27.6 n. The minimum peak force was 25.2n. It is unclear how these types of forces could be applied to the tube during clinical use.